Event description:
A us distributor contacted zoll to report that a patient developed an opened wound under the lifevest equipment. Patient described the area as an itchy, bleeding, and bruised skin irritation. The patient¿s nurses cared for the skin irritation. Outcome of the irritation is unknown as follow up attempts were unsuccessful.